Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown and since the customer did not have a unit in standby, the user continued using the same machine for over 12 hours. There were three additional shutdowns reported. An hour and 35 minutes after the last shutdown, when treatment was completed, the user stopped using the machine and disconnected the patient. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) removed the coiled cable connected to the display, and the internal cable in the console that connects to the backplane board. The fse replaced the video generator board and performed software updates as per replacement instruction. The fse performed all calibration and functional test which passed to meet factory specifications. The fse ran the iabp continuosly for three days with no additional issues. The iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was unable to duplicate the reported issue. Ran the system in user mode for an hour. During review of the faults logs, error 118, 112 and 111 were noted. Service is not completed, the fse reported that the unit is on hold. Additional information is being requested and as soon as it is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown and since the customer did not have a unit in standby, the user continued using the same machine for over 12 hours. There were three additional shutdowns reported. An hour and 35 minutes after the last shutdown, when treatment was completed, the user stopped using the machine and disconnected the patient. There was no harm or injury to the patient and no adverse event was reported.